Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had issues with discoloration/fuzziness of the screen, buttons were less sensitive, failed battery test and reduced battery life. Blood glucose value was unknown at the time of the incident. No troubleshooting was performed. The product will not be returned for analysis.